Event description:
The catheter was inserted on (B)(6) 2009. On (B)(6) 2009, the patient was at home and in the shower when she noticed the catheter broken. X-rays were completed on (B)(6) 2009, and they were unable to locate the catheter inside the body.

Manufacturer narrative:
No further information was available from the reporter. A mailing container and prepaid label have been sent to the reporter for return of the unit. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).